Event description:
It was reported that the right ventricular (rv) lead had high and intermittent thresholds post implant. The lead was repositioned with good results and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).